Event description:
The customer contacted beckman coulter, inc. (Bci) to report that the wash concentrate bottle was leaking on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that she was wearing personal protective equipment when cleaning up the leak. The customer did not report any adverse event. No patient results or patient treatment were impacted by this event. The customer reported that in addition to the leaking wash concentrate bottle, the analyzer also encountered a high pressure low error. Bci advised the customer to replace the wash concentrate bottle and examine the old wash concentrate bottle. The customer was unable to determine if the bottle was cracked or if there was leaking around the cap or tubing coming out of the bottle. After replacing the wash concentrate bottle, the customer primed the analyzer five times. There were no leaks observed and no pressure errors.

Manufacturer narrative:
Results: leaking bottle.